Event description:
The pt called on 10/27/04 alleging that the ultra meter would not power on. The pt did not experience any symptoms at the time of testing. The batteries were replaced less than a year. Pt was using the correct test strip and the meter still does not power on when pressing down on the power button. Customer service was unable to resolve the issue and sent the pt a new meter. Based on the info provided, this case is being reported as a malfunction, since the power issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.